Manufacturer narrative:
An event of heart block and perivalvular leak was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to the implant procedure. A cause for the reported perivalvular leak could not be conclusively determined. The reported surgery, unexpected medical interventions, and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6)- vista registry, patient site ID: (B)(6). It was reported that on 10 october 2024, a 25mm navitor vision valve was successfully implanted in a patient. It was noted during procedure that the patient developed a completed heart block after, a pre-implant balloon aortic valvuloplasty (bav) using an 18mm non-abbott device was performed. The decision was made to insert a temporary pacing wire. There was no difficulty implanting the 25mm navitor vision valve and no calcification extending beneath the aortic annular plane in the interventricular septum. The inflow leading edge of the valve was positioned below the annulus while the pigtail was positioned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to moderate perivalvular leakage. The final non-coronary cusp implant depth was 4mm. Post-procedure the decision was made to implant a permanent pacemaker. It was also noted post-procedure that the patient complained of right arm/hand weakness. On (B)(6) 2024, a computed tomography scan was performed and revealed an old infarct, not related to the procedure. A plan was made to perform a magnetic resonance imaging (MRI) scan after 6 weeks, due to the permanent pacemaker implant. The decision was made to start the patient on 300mg of aspirin and clopidogrel. The patient was scheduled for stroke follow up within 24 hours. The patient's hospital admission was extended due to issue with the patient's right hand and need for support at home alone. After a full assessment it was revealed that the patient did not suffer a stroke. The cause of the patient's complete heart block is attributed to the pre-implant bav and the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.